Manufacturer narrative:
Unique identifier (UDI): (B)(4). The customer's qc failed twice. Upon rerun, the qc results were within range. The field service engineer (fse) did not identify a cause for the event. Calibration was acceptable. An abnormal sample aspiration alarm was noted on the alarm trace. The customer had no further issues after the service visit. The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter questioned low results for multiple patients tested for ise indirect na for gen.2 on a cobas 8000 ise module. The customer provided an example of discrepant results for 1 patient sample: the initial na result was 129 mmol/l. The repeat result was 138 mmol/l. The initial result was reported outside of the laboratory. A corrected report was issued following repeat testing. The na electrode lot number and expiration date was not provided.